Event description:
It was reported that approximately two years post vena cava filter deployment, filter migration in the ivc was reported; however, the final location of the filter in the ivc was not provided. No attempt was made to retrieve the filter nd remains implanted. The patient status is unknown at this time.

Manufacturer narrative:
The lot number was not provided: therefore, the device history records could not be reviewed. The investigation is currently underway. The information represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/ reporter was unable or willing to provide any further patient product or procedural details to bard.